Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of clip emobli and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported complete clip detachment (ccd) appears to be related to patient morphology/pathology, as the poor coaptation length of the valve likely affected the leaflet insertion in the clip over a period of time. The reported patient effects of embolism and subsequent worsening mr appear to be secondary effects of the ccd, as the clip embolized to the right femoral artery and the mr increased to grade 3 after the clip detached from the valve. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the clip detachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 2. On (B)(6) 2017, a control echocardiogram was performed which found that the clip had completed detached from the mitral valve and the mr had increased to 3. An x-ray was performed, and the clip was located in the right femoral artery. Vessel surgery was performed the same day, and the clip was retrieved successfully. The patient was confirmed to be stable and no further treatment has been planned. No additional information was provided.